Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed, and a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent arterial thrombectomy using the inari artix system. After completion of the thrombectomy portion of the procedure, the artix mechanical thrombectomy device (mt8) was successfully removed and a supera stent was inserted into the patient's right leg. The stent elongated upon deployment, which resulted in the stent being extended into the artix funnel catheter. The artix funnel catheter and artix thin-walled sheath (artix sheath) would not release the stent. The supera stent catheter then broke upon retraction, leaving the distal catheter trapped on the guidewire within the funnel catheter and artix sheath. The physician advanced the artix sheath to remove the funnel catheter and resistance was noted. The physician then inserted the dilator and the distal tip of the stent delivery system advanced distally and became visible. The physician attempted to remove the supera stent delivery system; however, was unable to remove the system without force, therefore the decision was made to transfer the patient to surgery to perform a cutdown to remove the stent system, the funnel catheter, and artix sheath.

Manufacturer narrative:
The manufacturer's reference number: (B)(4). The suspect device was returned to the manufacturer and evaluated. The assigned root cause of the sheath interaction issue is excessive force when advancing/retracting the device against resistance. Excessive force when in use cause device damage. Per device labelling: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance, or advancement without the dilator fully inserted may result in damage to the device or vessel perforation,". The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined the artix sheath may have caused or contributed to the stent interaction, thus resulting in the venous cutdown. The device labeling includes additional surgical intervention, such as the venous cutdown, as a possible adverse event/complication.

Event description:
On (B)(6) 2026, a patient underwent arterial thrombectomy using the inari artix system. After completion of the thrombectomy portion of the procedure, the artix mechanical thrombectomy device (mt8) was successfully removed and a supera stent was inserted into the patient's right leg. The stent elongated upon deployment, which resulted in the stent being extended into the artix funnel catheter. The artix funnel catheter and artix thin-walled sheath (artix sheath) would not release the stent. The supera stent catheter then broke upon retraction, leaving the distal catheter trapped on the guidewire within the funnel catheter and artix sheath. The physician advanced the artix sheath to remove the funnel catheter and resistance was noted. The physician then inserted the dilator and the distal tip of the stent delivery system advanced distally and became visible. The physician attempted to remove the supera stent delivery system; however, was unable to remove the system without force, therefore the decision was made to transfer the patient to surgery to perform a cutdown to remove the stent system, the funnel catheter, and artix sheath.